Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility review the handling method of the device regarding usage environment and others. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tip of the subject device was damaged. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed that the coating of the insertion tube was peeled off. This report is being submitted for the malfunction found by service during the evaluation of the device (coating peeled off).

Manufacturer narrative:
During inspection and testing of the device, service found the coating of the insertion tube was peeling off due to deterioration. In addition, service found the insertion tube was wrinked, and the insertion section was damaged. A leak was observed from the bending section due to holes in the rubber at the bending section. The resin in the bending section and the adhesive at the distal end were peeling off, and the light guide cover was stained. Several of the device components demonstrated scratches and wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.